Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that during the stage 2 procedure high impedances were noted in the right stn, after lead-extension connection and extension battery connection. The extension was taken out several times and reinserted. Impedances remained high on most contacts. They isolated the right lead with an ens and twist lock. All impedances were normal on the right lead. A new extension was opened and implanted, and all impedances were normal. The issue was resolved. The extension would be returned for analysis. It was also noted that the high impedances weren¿t available from the tablet due to the file not being able to be opened.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the high impedances was unknown.

Manufacturer narrative:
Analysis revealed that there was no anomaly with the extension and it passed all testing. If information is provided in the future, a supplemental report will be issued.